Manufacturer narrative:
Na.

Event description:
The customer discovered a questionable ion selective electrode (ise) result for one patient sample when the sample was repeated due to qc being out of range. The initial sodium result was 138 mmol/l and the repeat result was 146 mmol/l. The initial result was reported outside of the laboratory. The repeat result was believed to be correct. No adverse event was reported. The lot number and expiration date of the sodium electrode was requested but not provided. The field service representative found a misaligned sipper probe. He replaced the pinch valve tubing and sipper tubing, realigned the sipper probe and replaced sipper probe cap. He ran successful precision testing. Based on the provided data, a specific root cause could not be identified.